Event description:
It was reported that through remote transmission non-sustained rv oversensing episodes due to t-wave oversensing was observed. Review of stored electrograms showed instances of pseudo-pseudofusion where ventricular blanking affected the r-wave amplitude measurement which led to t-wave oversensing. The patient was asymptomatic. Programming changes were recommended.